Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 84mg/dl for the most recent occlusion alarm 2 days ago; there was no known impact to the customer's bg level for the past occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion set site as their bg levels were not affected.